Event description:
It was reported that a clinician experienced difficulty drawing blood through a one-link bore extension set during infusion. A new set and intravenous site would have to be attempted to correct the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.